Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The device received internal and external visual inspection with no issues noted. The device received functional testing with no issues noted. A service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was determined to be a use error; the inappropriate bypass of the drain, not including initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:26:50. During night drain cycle six, the patient's ultrafiltration reading was 1462ml, indicating the home patient drained 1462ml more than their maximum programmed fill volume of 2400ml. No additional information is available.